Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was noted that the supply bag had fallen and disconnected during therapy. The power was cycled to clear the alarm and the patient planned to finish therapy using manual supplies. The patient was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.